Event description:
It was reported that the tip of the irrigator broke from where the glue attaches the tip to the device. Nothing fell into the surgical site. There were no adverse consequences, no medical intervention and no delay.

Manufacturer narrative:
The device will not be returned to the manufacturer for evaluation.